Event description:
This device was implanted on (B)(6) 2007 and was explanted on (B)(6) 2012 due to undersensing on the rv lead. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).